Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Additionally, there was noise on the rv shock channel. At this time, the lead remains in service. No adverse patient effects were reported.